Event description:
It was reported to philips that the device displayed a red x. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
H3 other text : multiple attempts have been made to obtain additional information but no response was received.

Event description:
It was reported to philips that the device displayed a red x. Multiple attempts have been made to obtain additional information but no response was received. Philips is unable to rule out that a malfunction did not occur. As additional information could not be obtained and an evaluation was not performed, a definitive cause for the alleged failure could not be determined. The device remains at the customer site and no further investigation or action is warranted.

Event description:
It was reported to philips that the device displayed a red x. There was no patient involvement.